Event description:
It was reported the right ventricular lead demonstrated oversensing and fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary # analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, and analysis was performed. No anomalies were found, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, the helix of the lead was extrinsically bent, the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. It was visually noted that there was a large chunk of tissue on the helix at the time of analysis. The lead was destructively analyzed. Continuation products: 4574 implantable pacing lead (B)(6) 2011. (B)(4).